Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown, e1: phone (B)(6). One device was received for evaluation. Visual inspection found a broken battery compartment, and the dso seal to be coming off. The event history log was found to be almost blank, and device was losing data. Functional testing revealed the device failed accuracy testing, and the pwa lost data. The reported problem couldn't be verified. The most probable cause is the expulsor and the pwa. The expulsor was sanded down and the pwa was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.